Event description:
Procedure: sub total gastrectomy. Reportedly, after the device was fired to the duodenum, the surgeon confirmed a leakage due to an approximate 5mm break in the tissue. The tissue was treated with hand sewing immediately. There was no reported bleeding or pt injury and the case was delayed approx five minutes.